Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. No product was returned. As per clinical, placement signal went off while patient was walking. The data logs were returned and found that the signal-to-noise ratio dropped down to zero, and contrast was decreasing while there was huge rise in gain to 2.6 with lamp increased to maximum. The cause of the optical signal failure was most likely an air gap from between the automated impella controller and the patient cable plug due to patient movement based on clinical and data log review. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported had a placement signal not reliable alarm while the patient was walking. No known patient harm or injury occurred.